Event description:
The customer was attempting to co-register a pet image set with a CT image set while pre-planning a patient treatment using gammaplan pfx version 8.1. Although able to auto register and manually register quite well in the co-registration module, according to the graphical tool, the pet image appeared shafted superiorly and to the patient's right by about 1 - 2 cm each.

Manufacturer narrative:
Findings: elekta is in the process of gathering additional data to perform an evaluation of this situation. Once the investigation is complete, a follow up report will be provided.